Event description:
Allegedly the patient was revised due to the following mom complications: elevated cobalt and chromium ion levels; increased discomfort; pain (right). Patient had a stelkast® provident stem (B)(4).